Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the left ventricular (lv) channel which triggered the lead safety switch (lss) on the device. Additionally, no capture was observed. A lead fracture is suspected. No x-rays or further testing was performed. The physician programmed off the lv pacing and the patient will be followed in a week's time. No adverse patient effects were reported.